Event description:
A report was received that a pt's ipg was protruding through the skin. The ipg was explanted and a new ipg was implanted. There were no signs of infection at the pocket site. Skin erosion was visible but the physician could not determine the cause. The explanted ipg was discarded by the medical facility.